Manufacturer narrative:
The hospital informed the medela sales rep that the cracked canister was disposed of. The device worked as expected, as it alarmed large air leak per design specifications. And, when the canister was replaced, the device operated without issue. At this time, it is unclear if the initial ftp test was done as per instructions for use prior to initiating patient therapy.

Event description:
On 03/09/2020 and in a subsequent communication on 04/03/2020, it was reported to medela (B)(6) that a patient arrived in the post anesthesia care unit on a thopaz+ device which was alarming with a >5000 ml air leak. The patient was returned to the operating room for a bronchoscopy where the operating room nurse noted a large crack on the backside of the thopaz+ canister, where it was not visible unless the canister was removed from the device. The nurse changed the canister and the air leak resolved. As a result of resolving the air leak, the bronchoscopy was not performed, though the patient was given sedation with the intent to perform the bronchoscopy.